Event description:
The customer reported that a flame was seen at the purple activation button. The biomed at the site performed a visual inspection of the device and noticed some charring around the button. There was no injury to the pt or operating room staff.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.